Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had foreign matter in it. The following information was provided by the initial reporter, translated from (B)(6): "contamination in the syringe".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2005218and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, lubricant flakes were observed within the syringe barrel. We have concluded that the particles are composed of the slip agent, a formulation of polypropylene, used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Visible particles can become apparent when the lubricant blooms to the surface of the syringe barrel and the plunger stopper scrapes the lubricant off. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that the bd discardit¿ ii syringe had foreign matter in it. The following information was provided by the initial reporter, translated from german: "contamination in the syringe".